Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a psf (posterior spinal fusion) in l4 to treat spinal canal stenosis was performed. While the screw was being inserted into the bone, the tip of the screwdriver chipped and became stuck in the screw core. The screw and fragments were removed from the patient. The procedure was delayed less than thirty (30) minutes. No further information is available. This report is for one (1) viper system cortical fix polyaxial screw 5.5 7 x 45mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 5.5 ti cort fix 7x45mm (part # 186731745/ lot # 275477) was received at us cq. Upon visual inspection, it was noticed that the broken tip of the viper poly screwdriver was lodged inside the shank of the screw and was unable to be disassembled. Nicks were observed on the screw tab head surface. The functional test cannot be performed as the broken poly screwdriver tip was lodged inside the screw and unable to be disassembled. The overall complaint was confirmed for the received device as the broken poly screwdriver tip was lodged in the screw shank und unable to be disassembled. There was no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device.no design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code 186731745, lot 275477, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on march 5, 2020. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.